Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The patient came in for his 6 week device interrogation, and showed his implant site. He claimed that the lateral aspects have darkened and was draining serosanguineous fluid. He was started on clindamycin 600 mg 3x a day for seven for prophylaxis, blood cultures were obtained, and wound irrigation, cleaning and closure was scheduled on wednesday, (B)(6) 2014. Per updated information, blood cultures obtained on (B)(6) 2014 were negative. Patient underwent wound debridement and skin was closed with staples on (B)(6) 2014. It was deemed an allergic reaction to the vinyl sutures used during pacemaker implant. Patient came back (B)(6) 2014 for wound check, and it was healing well.